Event description:
Pt has been using contact lens for years and never had eye infection. After pt changed to amo solution, after wearing lens for 2 hours, her eyes became so red, irritated and had to remove the lens. Pt did not wear contact lens for about 10 days and she was fine. As soon as she wore the lens again, she started having same problems. She also has blurring vision.